Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. Several pcb assemblies were also reseated during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during the boot process. No patient serious injury or death was reported related to this event.